Event description:
The patient was undergoing a total pars plana vitrectomy using the millenium machine. The machine did not functioning properly. The md asked to eject the cassette and the machine would not eject the cassette. The setting were exited and the machine restarted. When the machine was restarted a loud noise occurred-grinding sound. The vacumn still was not working. The machine was shut off two times and the same thing happened. The machine was again shut off for 20 seconds restarted and the same thing happened. During this time, the patient experienced a run of ventricular tachycardia and was given a bolus of lidocaine. The patient had another run of ventricular tachycardia. The machine was shut off and the patient converted back to sinus rhythmn. The eye was closed without having performed the procedure and the patient was sent to pacu. The machine was checked by the company on site. The venturi (iav) was defective and was replaced with a new module. Old iav. Replaced iav s/n. A complete system checkout and performance evaluation was completed.